Event description:
It was reported the rv lead appeared to have dislodged in 2009 which is when short interval counts began to register. Four days later, rv lead integrity alert triggered, due to oversensing and noise which corresponded to onset of first episode of atrial fibrillation. Atrial lead integrity reported to be sound. Rv sensing reported to be inconsistent which made it "extremely difficult to distinguish exactly when the patient was in simultaneous af and vf and when/if the rv lead was purely sensing the atrial fibrillation." No evidence of any vf in the absence of af and vice versa. Four days later, patient received 5 shocks from device and an external shock soon after one of these internal shocks. Then the sensing on the rv lead reportedly became completely non-diagnostic, due to the prevalence of undersensing. The patient died. The cause of death was requested and not received. No allegation from hcp that death was device related.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has been requested, but has not been received. It is not known if the lead was explanted post mortem.